Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. The instrument was returned with one of the blades broken. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the harmonic ace instrument was broken and fell inside the patient's cavity. The fragment was retrieved. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument tip broke off and fell inside the patient's cavity after being used for about 40 minutes to incise the liver. The fragment was retrieved during same procedure and confirmed by matching the fragment with the missing part of the instrument. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. Additionally, there was no observed intraoperative collision or misuse involving the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument; however, the failure analysis is not complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).